Manufacturer narrative:
The suspect device was returned to olympus for evaluation. Inspection and testing of the device confirmed the reported event. No image was displayed from the camera head due to a faulty cable. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there was no image from the camera head during an unspecified procedure. The user was able to complete the procedure using the same device. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: h8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was determined that the phenomenon occurred due to a faulty cable. No image is displayed seemingly due to internal damage of the camera head cable. The cause of cable damage cannot be identified from the investigation result. Olympus will continue to monitor field performance for this device.